Event description:
Device malfunction: none. Symptom/ae: stroke. Time of symptom/ae: during/post-procedure. It was reported that during/post a left internal carotid artery (lica) stenting procedure, the pt experienced a stroke. A rx accunet embolic protection device (epd) was positioned, and a rx acculink stent was implanted in the lica. During postdilatation, using a viatrac 14 plus balloon, the pt experienced bradycardia that resolved immediately after balloon dilatation. After the epd was removed, angiography showed 20%, eccentric, residual stenosis. Additional post-dilatation was considered; therefore, a second rx accunet epd (part 1011649-75, lot 8012851) was advanced and positioned. An unidentified balloon did not cross the stent and post-dilatation was abandoned. The epd was removed and the procedure was completed. Immediately post-procedure, it was noticed that the patient had right sided hemiparesis. CT/angiogram of the head showed an acute lacunar infarct. Left middle cerebral artery thrombolysis with tissue plasminogen activator was performed. Femoral arteriotomy closure was attempted using a starclose device; however, there was an unspecified mechanical failure and hemostasis was achieved using manual compression and a femstop device. The pt's hemiparesis improved and he was discharged to rehabilitation. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. Evaluation summary: the device was not returned; device investigation could not be performed. Stroke may occur during or after procedures where the device functions normally. Stroke is listed in the instructions for use as a known possible adverse event associated with the use of the device. The reported hospitalization was in response to a stroke. There was no device malfunction reported. Information available is not sufficient to determine relationship between the stroke and device quality issue. A conclusive root cause for the stroke could not be determined. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event. The starclose vascular closure system is being reported under a separate medwatch report.